Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty advancing the device was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat to a right coronary artery. The 2.75x20mm nc trek balloon dilatation catheter was advancing through an unspecified guide catheter; however the shaft of the nc trek separated as resistance with the unspecified guide catheter was noted. The device was separated portion was simply withdrawn as part of the device was sticking out of the guide. A 2.75x20mm non-abbott balloon was used to successfully the procedure. There was no adverse patient effects reported and no clinically significant delay. No additional information was provided.